Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry with the implantable pulse generator (ipg) during a manual transmission. The caller was referred to the clinic that will help rule out any potential ipg concerns. The ipg remains in use. No patient complications have been reported as a result of this event.